Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Was the case #3 (a (B)(6) female patient with: bilateral pleural effusion, extra pericardial hematoma in the hernia sac with a mild left atrium compromise) discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product ( securestrap) involved caused and/or contributed to the post-operative complications described in the case # 3? Does the surgeon believe there was any deficiency with the ethicon product involved for case # 3? Citation: annals of medicine and surgery 4 (2015); 395-398. Http://dx.doi.org/10.1016/j.amsu.2015.09.008. (B)(4).

Event description:
Title: "cardiac complications after laparoscopic large hiatal hernia repair. Is it related with staple fixation of the mesh? -report of three cases." Laparoscopic nissen operation with mesh reinforcement remains being the most popular operation for large hiatal hernia repair. Complications related to mesh placement have been widely described. Cardiac complications are rare, but have a fatal outcome if they are misdiagnosed. This report showed three different cases of cardiac complications after laparoscopic hiatal hernia repair using a mesh implant and nissen fundoplication. In case 3, a (B)(6) female patient with giant hiatal hernia with an intrathoracic stomach underwent a laparoscopic surgery and a nissen fundoplication with mesh reinforcement using securestrap (ethicon). Reported complications included bilateral pleural effusion that did not require drainage and extra pericardial hematoma in the hernia sac with a mild left atrium compromise in which conservative treatment was given. The patient was discharged on the 15th postoperative day with medical treatment determined by the cardiologist. It was reported that most cases of cardiac tamponade or pleural effusion are due to direct injury of cardiac tissues or pericardium with the staples or sutures used during the fundophrenicopexy or during the placement of a mesh if a prosthetic reinforcement is performed. In conclusion, it is important to take into account the technical aspects that can make possible the development of postoperative complications. Cardiac complications although rare, must be considered in any patient who develops signs of hemodynamic instability after a laparoscopic hernia repair, even if no cardiovascular risk factors or intraoperative incidences are presented

Manufacturer narrative:
Additional note for other two cases from the same article: case#1: adverse event for a 46-year-old male patient -pericardial effusion (mild and large) was reported via medwatch 2210968-2019-79962. Case #2: adverse event for a 62-year-old female patient - bilateral pleural effusion , large pericardial effusion and hematoma volume of 2.500-3.000 cc was reported via medwatch 2210968-2019-79964.